Event description:
Approximately two years post procedure, the patient had vasovagal syncope that required in-patient hospitalization. The event resolved the same day with no sequelae or treatment. No further information was provided.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Syncopy is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
(B)(6).

Event description:
Approximately two years post procedure the patient had vasovagal syncope that required in-patient hospitalization. The event resolved the same day with no sequelae or treatment. No further information was provided.